Event description:
It was reported that an ilet user experienced repeated insulin delivery interruptions due to occlusion alerts over several days, and the alerts were dismissed without changing the infusion site, leading to dosing being stopped. The issue involved the infusion set and cartridge and the device¿s user interface, with misunderstanding that an occlusion had occurred and that troubleshooting was necessary. Symptoms included hyperglycemia peaking at 338 mg/dl. Outcomes included insufficient information to characterize the event impact. Investigation included communication with the user¿s care team and analysis of information provided by third parties. Investigation of this case revealed no device malfunction and identified a usage problem, specifically improper procedure and failure to follow instructions related to occlusion handling and site management, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.